Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. With the limited information received, a root cause of the stenosis cannot be determined. Medtronic will continue to monitor field p erformance for similar events should they occur.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 57 months after implant, the patient with this bioprosthetic tissue valve was scheduled for reoperation due to valve stenosis. A redo partial median sternotomy was performed with an oscillating sternal saw to obtain access; the patient crashed after the saw cut into the ascending aorta. The patient was put on cardiopulmonary bypass and provided a blood transfusion to stabilize the patient for the aortic repair. A transcatheter bioprosthetic valve was successfully implanted valve-in-valve; however, the patient passed away after being taken off-pump following closure of the chest.

Manufacturer narrative:
An autopsy was not performed and the device was not explanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A supplemental report will be filed when the investigation is completed. (B)(4).